Manufacturer narrative:
This malfunction may potentially impact staining performance. No erroneous staining result was reported by the customer in connection with this incident. No patient or user harm was indicated.

Event description:
The netherlands customer reported "multiple controls that were negative or weak", "buffer salt on the outside on the back side of the syringe", and "the result that the stainer does not work optimally when pipetting". The field service engineer repaired the instrument by replacing the syringe which resolved this malfunction. Per notes, the customer is able to complete staining. The instrument is fully operational, within specification, and ready for use. Diagnostics were not altered. There was no direct or indirect patient harm or user harm reported.